Event description:
On (B)(6) 2010, a (B)(6) male pt underwent aaa repair as labeled under general anesthesia. The pt's anatomical form was not suitable for endovascular repair since the pt's aortic neck had an inverted funnel shape (20mm to 24mm). Blood leakage occurred around the hemostasis valve after the gray positioner of the main body was withdrawn. The leakage was blocked when the delivery system of the iliac leg was inserted into the assembly of the main body. Blood leakage was observed again when the delivery system of the iliac leg was withdrawn and the stent graft was secured with a balloon. It was noticed that the blood leaked from the section between the captor valve and clear housing at that time. The sheath was clamped with a forceps for blocking and the procedure was completed without any endoleaks. The hemorrhage volume was 900cc. On (B)(6) 2010, sales rep provided some info. Blood leaked from the connection part between the hemostasis valve system and the sheath. The pt's condition after the procedure is unk as not provided by the reporter.

Manufacturer narrative:
(B)(4). The sheath assembly was returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. The captor valve assembly is inspected 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. The iris valve is confirmed that the valve opens and closes without issue. A leak test is performed on the captor valve assembly prior to further processing. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device was examined with the assistance of engineering. The captor valve was damaged and not functional. The flange was not seated on the top of the valve control. Damage may have occurred during use if the valve was not fully open while inserting or removing the grey positioner or iliac leg delivery system. Engineering has reviewed the manufacturing process and employee training to confirm that employees are properly securing the iris valve in the valve control. There was blood present in the valve control. Leakage that was reported between the valve components likely originated from flow through and around the iris valve. The device was leak tested with a grey positioner through the valve. The device leaked through the iris valve. Leakage between the components was not observed. The check-flo discs were examined. Each disc was torn. The damage to the discs likely contributed to the leakage. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.